Event description:
It was reported to ge medical systems that a pt was injured by an oxygen tank that was brought into the magnet room. The oxygen tank was pulled into the bore striking the pt's left leg near the shin and causing a laceration which required stitches. The signa user documentation warns against bringing ferrous objects into the scan room.